Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a revision procedure three days post-implant for the right ventricular (rv) lead, an insulation break was observed on this right atrial (ra) lead. Blood was noted inside the insulation, so the lead was explanted and replaced with another lead of the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. A setscrew mark was noted in the correct location on the terminal pin. A cut/tear was observed in the insulation at 280-282 mm from the terminal pin. A deformed conductor coil filar was protruding out through the cut at this location. Blood was observed in the lumen, due to the cut. The helix was fully retracted, with blood in the helix housing and neck region. Electrical testing was performed and the lead was electrically continuous. An x-ray was performed and no other anomalies were observed on the conductor coils. Laboratory analysis confirmed the clinical observation, but could not determine if the damage to the ra lead occurred during the initial implant procedure or at the rv lead revision.